Manufacturer narrative:
H.6. Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd syringe had a cracked luer. The following information was provided by the initial reporter: "on (B)(6) 2020 it was performed an injection where the product burst at the joint at the application moment, syringe batch ssslaa 0445-(B)(6)2019 and needle ref (B)(4). There was no patient damage, but I'm registering the occurrence."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided.

Event description:
It was reported that an unspecified bd syringe had a cracked luer. The following information was provided by the initial reporter: "on (B)(6) 2020 it was performed an injection where the product burst at the joint at the application moment, syringe batch ssslaa 0445-nov/2019 and needle ref 300399. There was no patient damage, but I'm registering the occurrence."